Event description:
The customer returned the two plunger holder track ii's for unrelated service. During in-house testing, it was discovered that the plunger holder track ii's were cracked at the u-spring which resulted in the units not alarming.